Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2025, product type: screening device. Product ID: 306001, implanted: (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial started on (B)(6) 2025. It was reported that there was a lead migration, lead moved, or wire moved. The patient experienced loss of stimulation and loss of therapy related to the migration. Patient reported that the wires were still inside body but majority has been pulled out. Patient mentioned they only noticed this after waking up this morning, and the incident most likely happened while they were asleep last night. The agent had the patient check the programmer and it was showing error "connectivity issue. Therapy off." Patient mentioned that they were never able to feel stim. Patient mentioned no longer seeing improvement since incident. The agent advised the patient to contact physician for assistance and that the agent will notify manufacturing representative (rep) to contact them for help. The issue was not resolved and was ongoing.